Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the provided photographic samples a breakage in heparin tubing (maceration) at the connection with cartridge port #5 was observed. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. However, the most probable cause could be attributed to incorrect placement of the cartridges with the heparin line sub assembly in the containers, and an overstress generated in the tube during assembly steps, leading to a rupture (maceration) in heparin tube during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external 0.9% normal saline leak was observed originating ¿at the junction of the cassette with the extension of the circuit that goes to the syringe of the heparin pump¿ of a gambro cartridge during priming. Upon further inspection, ¿the device was found to be broken at 50% of its circumference at this junction¿. The device was replaced. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.